Manufacturer narrative:
(B)(4). Additional information: the device was not returned to baxter. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not returned, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The cause of death was not reported. It was not reported if the he patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if apd therapy was ongoing until the time of death or whether the patient was performing apd therapy at the time of death. No additional information is available.